Event description:
After an implantation time of about 22 months, syncopes were reported. No deterioration of the patient's state of health was imported. The product was not returned to biotronik se & co. Kg. There is no indication of surgical intervention or if the pacemaker was explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps were carried out correctly. In summary, there is no indication of a manufacturing error.